Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00331.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00331. It was reported the patient was experiencing ineffective stimulation. In turn, surgical intervention was undertaken wherein one lead was explanted and replaced. The new lead was implanted at t6. Therapy was restored after surgery. It is unknown which lead was explanted, therefore both leads are being reported.